Event description:
The pt was in a car accident two years prior which caused the stimulation to change. The pt experienced an overstimulation sensation, stimulation in the wrong location, and a loss of therapeutic effect. She could only use the stimulation for a few minutes before her muscle would knot up. She hadn't charged the device in a few months due to family issues and the battery was suspected to be overdischarged. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was awaiting for an appointment to have the device removed.